Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The reported loss of connection could not be confirmed. A root cause could not be determined.